Manufacturer narrative:
During investigation we discovered that rescue instrument was present in the theater but it was not detected nor used.

Event description:
When the surgeon removed the percutaneous tower for disc and prep and cage placement, he was unable to reattach the tower. There is not enough visibility for this surgeon with the small incision that he makes. The rods were placed without the towers. The surgery was completed successfully. This is not a lot specific issue. Delay of approx 25 min.